Event description:
It was reported when using the bd vacutainer® sst¿ an unspecified number of devices leaked from the cap after filling. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ an unspecified number of devices leaked from the cap after filling. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 29 retained samples were sent for appropriate functional tests, resulting in no stopper creepout or stopper pop off occurrences in any of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function - stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.